Event description:
Pt was intubated by dr. [Redacted] and dr. [Redacted] with the micu [medical intensive care unit] glidescope. After intubation, the disposable scope was removed from the patient and the tip of the scope (the white coating on the scope) appeared to have frayed off. Original packaging and the scope were sequestered. Pt was then bronched (>1x) to remove pieces that fell off in the lungs. Used with 7.5 ett (must be >7 according to mifu [manufacturer's instructions for use]). Bflex 2 verathon large 5.8. Lot # kt251404 ref #0570-0424. Maude database has several similar reports of this (different lot number).